Event description:
Sealing device delivery and deployment were uneventful. Appropriate post deploy care was given. Approx three and one-half hours post deployment, the patient experienced loss of pulse and dusky colored leg. Five hours post deployment a clot was removed surgically. The event resolved without further sequelae.